Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implant however the iop was high at 38 mmhg. Needling procedure performed but it did not help. A 2nd xen was implanted but was too long into the anterior chamber so it was removed. Ultimately, a trabeculectomy was performed. The affected device remains implanted.